Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient was in physical therapy and the therapist said that the patient went blank and was semi-responsive. The first fingerstick taken was too low to measure. Juice and an unknown dose of dextrose were given. Another fingerstick sample was taken, which read 1.2 mmol/l, although the cgm reading was 5.7 mmol/l. The therapists kept an eye on the patient until her bg was over 4.0 mmol/l. There was no injury and the patient was stable at the time of the report. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) correction to remove the following statement from the initial MDR: there was no injury and the patient was stable at the time of the report.

Event description:
It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device.